Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it state; caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system." Operating instructions: "5. Clean collector tubing, pump tubing, canister, canister lid, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section." "Troubleshooting steps for " the device is on but is not suctioning properly": 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was ineffective and simply does not work. Customer have talked to numerous specialists from support and asked to run suction tests, but the purewick system does not supply enough suction with catheter applied to remove discharge from patient even if patient was dormant. Per follow-up information received via email on 05feb2026, it was reported that the customer was seeking a refund for a product that simply was totally ineffective.

Event description:
It was reported that the purewick urine collection system was ineffective and simply does not work. Customer have talked to numerous specialists from support and asked to run suction tests, but the purewick system does not supply enough suction with catheter applied to remove discharge from patient even if patient was dormant.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it state. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system." Operating instructions: "5. Clean collector tubing, pump tubing, canister, canister lid, purewick¿ urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section." "Troubleshooting steps for " the device is on but is not suctioning properly": 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was ineffective and simply does not work. Customer have talked to numerous specialists from support and asked to run suction tests, but the purewick system does not supply enough suction with catheter applied to remove discharge from patient even if patient was dormant.